Event description:
Facility alleges arterial line split at the blood pump segment causing an estimated blood loss of 50 to 70cc. Facility reported that incident occurs 30 minutes into dialysis treatment with a blood flow rate 350/mn. Pt's previous hct 37.5 (one week before incident). Post incident hct: 38.2. No ill effect reported. Facility has discarded the actual sample. A companion sample will be forwarded.